Manufacturer narrative:
Three (3) good faith efforts (gfes) to obtain the relevant repair and iabp status related to this complaint issue were made to the customer. However, despite our best efforts, customer has not responded to any of our gfes. If additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that while in use on a patient a autofill error occurred on a cs300 intra-aortic balloon pump (iabp). The end user checked the iab line for leaks, changed the safety disk; however the issue persisted. The issue occurred after moving the patient to the cticu. The customer advised that the iabp was swapped with another one. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that while in use on a patient a autofill error occurred on a cs300 intra-aortic balloon pump (iabp). The end user checked the iab line for leaks, changed the safety disk; however the issue persisted. The issue occurred after moving the patient to the cticu. The customer advised that the iabp was swapped with another one. There was no harm or injury to patient and no adverse event was reported.